Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("chronic endometritis") and menorrhagia ("abnormal bleeding:menorrhagia") in a 22-year-old female patient who had essure (batch no. D08067-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, hypoglycemia, gallbladder removal, migraine, scoliosis, leg pain, endometrial curettage, seizure, headache, right lower quadrant pain, flank pain, nausea, vomiting, chest pain, acroarthritis, uterine pain, febrile reaction, yeast infection and vaginal irritation. Previously administered products included for an unreported indication: mirena iud and oral contraceptive. Concomitant products included ceftriaxone sodium (rocephin), ibuprofen (motrin), levofloxacin (levaquin), piperacillin sodium;tazobactam sodium (zosyn) and tolterodine l-tartrate (detrol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("left abdominal pain/ right abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the endometritis and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: final gross and microscopic diagnosis uterus and bilateral adnexa, hysterectomy avd bilaterai., salpingectomies: - mild chronic eervicitis without uysplasia - ablated endometrium - bilateral fallopian tubes with tubo-ovarian fibrous adhesions and paratubal cysts diagnosis: chronic pelvic pain surgery: robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy. Concerning injuries reported in this case the following ones were described in patient medical records: - menorrhagia, abdominal pain, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-may-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("chronic endometritis") and menorrhagia ("abnormal bleeding: menorrhagia") in a (B)(6) female patient who had essure (batch no. D08067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, hypoglycemia, gallbladder removal, migraine, scoliosis, leg pain, endometrial curettage, seizure, headache, right lower quadrant pain, flank pain, nausea, vomiting, chest pain, acroarthritis, uterine pain, febrile reaction, yeast infection and vaginal irritation. Previously administered products included for an unreported indication: mirena iud and oral contraceptive. Concomitant products included ceftriaxone sodium (rocephin), ibuprofen (motrin), levofloxacin (levaquin), piperacillin sodium;tazobactam sodium (zosyn) and tolterodine l-tartrate (detrol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("left abdominal pain/ right abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the endometritis and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: final gross and microscopic diagnosis uterus and bilateral adnexa, hysterectomy and bilateral., salpingectomies: - mild chronic cervicitis without dysplasia - ablated endometrium - bilateral fallopian tubes with tubo-ovarian fibrous adhesions and paratubal cysts diagnosis: chronic pelvic pain surgery: robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy. Concerning injuries reported in this case the following ones were described in patient medical records: - menorrhagia, abdominal pain, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product information details updated. Case became incident and valid. Event injury was updated with pain. Product indication female sterilization updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), left abdominal pain/ right abdominal pain newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.